Event description:
It was reported that the patient is experiencing the device no longer inflates with an inflatable penile prosthesis (ipp). The ipp remains implanted and active.

Event description:
It was reported that the patient is experiencing the device no longer inflates with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Additional information was reported that the device was not longer inflating due to fluid loss.